Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that noise and multiple noise reversions leading to auto mode switches (ams) were recorded on the atrial lead. The noise was reproducible with isometrics. No programming changes were made as sensitivity needed to remain on auto in case of a fibrillation or flutter occurrence. The plan was to monitor the lead. There were no patient consequences.